Event description:
A ventilator was returned to a third party service center for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at a third party service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.